Manufacturer narrative:
Additional information was received from reporter stating that the anchor did not break into fragments inside of the patient. Hence, the manufacturer has identified that this event should be re-evaluated for MDR reporting. Such re-assessment determined that the issue does not meet the threshold for reporting; hence, this constitutes a non-reportable event. This report was made based upon information that smith & nephew had not been able to investigate or verify prior to the required reporting date.

Manufacturer narrative:
H3,h6: the returned device used use in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the reported lot number 2029106 showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review for lot number 2029106 for the past 3 years found no related failures. The visual inspection of the returned om-7500 speedlock shows a deployed device. The implant at distal end is broken and detached. The broken part is not returned with the device. No sutures were visually observed or returned with the instrument. No manufacturing abnormalities could be visually identified. The instrument is a single used device and cannot be functional tested. An attempt was made to test the basic functions of this instrument. The deployment handle cannot be turned; it is fixed; the complaint was not verified but the root cause could not be determined with confidence. Factors which contribute to the reported incident are: (1) do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result; (2) do not deploy, bent or damage the implant; (3) the system requires tension to be distributed through the suture ends to achieve suture lock. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. B5: event description updated.

Event description:
It was reported that, during a shoulder arthroscopic surgery, the speedlock internal locking mechanism did not work: anchor came out and unusable. A back-up device was available to complete the procedure after a short delay. The patient was not harmed. Results of investigation have concluded that this device exhibits signs of implant breakage during use which makes it reportable event.

Manufacturer narrative:
H10: h3: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. E5: information was updated.

Event description:
It was reported that, during a shoulder arthroscopic surgery, the speedlock internal locking mechanism did not work: anchor came out and unusable. A back-up device was available to complete the procedure after a short delay. The patient was not harmed. Results of investigation have concluded that this device exhibits signs of implant breakage during use which makes it reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a shoulder arthroscopic surgery, the speedlock internal locking mechanism did not work; the anchor came out and was unusable; it also broke intraoperatively. All fragments were successfully removed. A back-up device was available to complete the procedure after a short delay. The patient was not harmed.